Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. The current aneurysm size is 78 x 85 mm. The left common iliac artery is 20 mm in diameter and the right is 24 mm in diameter. The iliac limbs on both sides were 18 mm in diameter. The aortic neck is 34 mm in diameter. It was reported that the patient has a distal left iliac endoleak which was noted during a recent follow-up. The left limb was found to have pulled up into the aneurysm sac, likely due to disease progression. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak, migration); patient¿s condition affected effectiveness of device (disease progression, dilatation of the iliac artery).